Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 15 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient without problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.